Event description:
It was reported that the pump screen was broken, rendering the touchscreen unreadable and unresponsive. There was no adverse impact to the customer¿s blood glucose level. The customer arranged to return the faulty device and received a replacement pump.